Event description:
Reporter indicated that the pt's vns therapy system was not working. No clarification as to what is meant by not working was provided, and all attempt for further info regarding the report, have been unsuccessful to date.